Event description:
It was reported to philips that the device's tube was unable to produce x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the planned procedure was aborted. Analysis of the system log files indicated that there were x-ray generator errors, specifically with power inverter certeray and small filament regulation being faulty confirming malfunction with the system, with restart of the system not resolving the issue. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting fse checked the high voltage cable to check for an open filament and both filaments on the x-ray tube were normal. Further tube filament test was performed, and power inverter failed the test. The power inverter assembly was replaced, and the system was rebooted due to which tube problem error was gone. Further tube adaptation and entrance dose limitation were adjusted. The defective power inverter certeray was returned for analysis and part analysis indicated that the fuse was found faulty. After replacement of power inverter certeray, the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Device problem code was corrected.